Manufacturer narrative:
Initial reporter phone: (B)(6) . The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that reddish material was observed in the pebax, a hole was found on the thermocool® smart touch® sf bi-directional navigation catheter. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described as force high was unable to duplicate during the product investigation. However, the blood found inside the pebax area may contributed to the high force reported. A manufacturing record evaluation was performed for the finished device 30604448l number, and no internal action was found during the review. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax and reddish material within the pebax. It was initially reported by the customer that prior to ablation, when zeroing was conducted, catheter sensor error 106 (signaling a force issue) occurred. The cable was changed but the issue continued. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6) . The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that reddish material was observed in the pebax, a hole was found on the thermocool® smart touch® sf bi-directional navigation catheter. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described as force high was unable to duplicate during the product investigation. However, the blood found inside the pebax area may contributed to the high force reported. A manufacturing record evaluation was performed for the finished device 30604448l number, and no internal action was found during the review. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax and reddish material within the pebax. It was initially reported by the customer that prior to ablation, when zeroing was conducted, catheter sensor error 106 (signaling a force issue) occurred. The cable was changed but the issue continued. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.